Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the event data and stated that the pre-analytic factors could not be ruled out. The hsc specialist concluded that based on the available information there is an unknown interferent causing a positive result with the advia centaur toxoplasma igg assay. The customer tested 1,253 non-reactive samples with lots 274 and 275. The specificity observed by the customer is 99.4%. The relative specificity results from the 3 studies in the advia centaur xp toxoplasma igg instructions for use (IFU) (10629904 revision aa) ranges from 99.3% - 99.8%. The customer's observed specificity is in alignment with the instructions for use. The cause of the discordant, false positive toxo g result on one patient sample is unknown. The device is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
The customer obtained a discordant, false reactive result on one patient sample for igg antibodies to toxoplasma gondii (toxo g) on an advia centaur xp instrument. The customer had run the patient sample in duplicate and the first replicate result was non-reactive, while the second replicate result was reactive. The discordant result was reported to the physician(s). A new sample was obtained from the patient and was tested on the same instrument in duplicate and both replicates resulted non-reactive. The original and the redrawn samples were repeated on the same instrument in duplicate, and all replicates resulted non-reactive. The corrected non-reactive results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, false reactive toxo g result.